Manufacturer narrative:
The device was not identified by serial number. At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device powered off without sounding an audible alarm. At an unspecified time the device was programmed to deliver an unspecified concentration of heparin. No further programming parameters were provided. After an unspecified length of time, the patient's partial thromoplastin time (ptt) was drawn adn was found to be subtherapeutic. At this time , the customer contact reported that the device was found to be off for nearly three hours. The customer contact reported that the patient received an unspecified bolus of heparin and the patient's heparin infusion pwas adjusted using a new device. No specific details were provided. The customer contact reported that it was possible the device was not plugged into ac power. There was a delay in therapy; however, there was no reports of any adverse patient events. The customer contact reported the patient was discharged the next day. No additional information was provided.